Event description:
Procedure: vats segmental resection. According to the reporter: at the 3rd firing, staples were not placed and bleeding was observed. The surgeon converted the procedure to an open procedure, and stopped the bleeding. The surgeon fired another sulu, but staples were malformed. There was bleeding again, and the tissue was manually sutured to stop the bleeding. Total bleeding was over 200cc and under 500cc. The surgeon says tissue was not thick, but the sulu anvils were bent.